Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that blood had entered the unit, and the fse stated that the polyurethane tube, luer connector, pneumatic connector, blood detection unit, k3-k5 valve set, crm , and safety disk needed replacement. The customer has not chosen to repair the device. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. The investigation will be reopened if new information is given.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) burst in the postoperative ward and blood was sucked in. After the incident, the pump, balloon and catheters were replaced. There was no patient harm reported.